Manufacturer narrative:
It was not possible to prime the insulin pump during the prime rewind test and motor error alarm occurred during the occlusion test, due to a protruded or loose drive support disk. The motor passed the motor test. There were minor scratches on the lcd window, cracked display window corners and battery tube threads, a broken belt clip slot, a cracked reservoir tube and tube lip.

Event description:
It was reported that the customer received a motor error alarm during priming and bolus delivery attempts. The customer's blood glucose was not known. Nothing further was reported.